Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer informed the technical support engineer (tse) that error codes c-34 and c-84 occurred, causing the generator to become unusable. The tse guided to reboot the generator, which temporarily resolved the issue, but the errors reoccurred. The customer was then guided to use a force triad (ft) generator to continue the surgery. The procedure was completed using the ft generator without further issues. No known impact or patient consequence was reported. A procedure delay was reported.